Manufacturer narrative:
Operator of device is patient/consumer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a system failure error. No patient injury was reported.

Manufacturer narrative:
Additional information was received and attached on 25 august 2022 to the complaint: no patient incident was reported. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., correction: model number: 4000

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found crack on top case, bottom case and right plunger case of the device. There was evidence of the error in the event history log. The reported problem was not duplicated. Per the investigation, base not responding is an advisory alarm caused by user powering the pump off within 5 seconds after powering the pump on which is a non-issue. No fault was found with the device. The problem was traced to user interface. Preventative maintenance was performed as a corrective action. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.